Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Please provide procedure date. Please provide event date. Please provide lot number.

Event description:
It was reported by vet that a dog underwent an animal surgery on unknown date and the suture was used. Following the procedure, the suture dissolved internally. Additional information has been requested.